Event description:
(B)(4). Have had ongoing abdominal pain for three years, bed ridden for 3-4 days a month with terrible pain and prescribed pain meds, swelling, hot flashes, brain fog, memory loss, joint pain, tiredness, lethargy, and heart palpitations now have been scheduled for complete hysterectomy.